Event description:
The end user reported that the product sheet had been found to be moist. It was unknown if the product was used or not. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
E1: complainant country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: photograph, video and/or physical sample evaluation: there were photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Batch record revision results: lot 3d01263 was manufactured on 22/apr/2023, in bodolay line, with a total of (B)(4) market units (mkus). The complaint engineer performed a batch record review on 30/jan/2026, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704768 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 30/jan/2026, complaints engineer ran a query in database in order to verify the complaints reported for the 3d01263 lot for the malfunction ¿primary pack (sterile products) exhibits external contamination (e.g. Water marks, stains).¿ defect and no additional complaints were identified. Historical nonconformance review: on 30/jan/2026, complaint engineer ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA) (s) associated to the malfunction ¿primary pack (sterile products) exhibits external contamination (e.g. Water marks, stains).¿ for the lot number 3d01263 and as result, no nonconformance / CAPA (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) " package seal integrity nonconformities". Method ¿ 7 frequency: every 30 minutes. Sample quantity: 1 market unit o not less than (nlt) 5 chevrons. Acceptance criteria: accept = 0 / reject = 1. Continuous process monitoring. This monitoring was performed through routine inspection rounds conducted by the process monitor, who verifies the critical to quality, parameters and other critical process characteristics. Defect rate analysis: there have been 1 defective part confirmed to date from a lot size of (B)(4) products. This represents a defect rate of only (B)(4) which was well within an appropriate acceptable quality level (aql) 0.25% standard operating procedure (sop). In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot was unlikely to breach an aql of 0.25. Importantly, to date, it was well within our accepted aql level for this type of failure mode or defect. Conclusions: since the storage conditions prior to use could not be verified, it cannot be confirmed that the product was maintained within the labeled temperature range for mku box. Therefore, based on the available evidence, the reported defect cannot be attributed to conditions arising from the manufacturing process. A review of batch record was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. Additionally, a review of historical complaints was performed, and no additional complaints were identified, and a review of historical nonconformances showed no additional nonconformances. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.